Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were having a pulsating, throbbing sensation in their bicycle seat area that started today. They hadn't felt any sensation in the last 4 days. Agent indicated they could turn therapy down a little if it was uncomfortable but they didn't want to since they stated they're getting 80% of relief in their baseline symptoms and they don't want to lose therapeutic benefit. Redirected to doctor. [See pe (B)(4) regarding jolting].